Event description:
Transporting patient back to his room. Inner cannula for tyco healthcare shiley lpc trach became dislodged. I was with the patient. Patient complained this is a frequent occurrence. The shiley with reusable inner cannula, even if new, requires a variable tension to connect the inner cannula to the trach. They all become looser with time and new ones have been very loose. Hospital considering replacing the shiley lpc tracheostomy tube reusable inner cannula with shiley dct model. The dct device uses clips in place of twist movement. The model and lot number for the specific device used in this incident are unknown, because the device was discarded and not given to biomed.======================manufacturer response for tube, tracheostomy tube, shiley (per site reporter).======================sales representative recommends switching to the dct model.